Event description:
Reporting dexcom g6 device for type 2 diabetes: the wire attached to the g6 sensor broke off upon removal. The wire was left in my abdomen. Surgery is needed for the wire to be removed.